Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys htlv-I/ii assay performed within specifications. Specificity data provided by the customer for the period of january 2023 to september 2023 demonstrated monthly specificities ranging from 99.80% to 99.97%, which are within the expected ranges for this assay. False reactive results were confirmed using abbott alinity and western blot testing. Additionally, 8 out of 21 patient samples tested reactive with the elecsys htlv-I/ii assay but were negative in elisa and line blot testing, and these samples were classified as false reactive. The specificity of the elecsys htlv-I/ii assay aligns with the performance observed in a comparative study conducted in 2022, which reported a specificity of 99.90% (95% confidence interval: 99.46% - 100%) for both the elecsys htlv-I/ii assay and a competitor assay. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant reactive results with the htlv elecsys e2g 300 v2 assay on the cobas e 801 module. The customer provided specificity data for the htlv elecsys e2g 300 v2 assay from january 2023 to september 2023. During this period, the specificity ranged from 99.80% to 99.97% based on monthly determinations, with false reactive results confirmed by abbott alinity and western blot testing. For example, on (B)(6) 2023, 5 false reactive results were observed out of 2,740 determinations, yielding a specificity of 99.82% (95% confidence interval: 99.57% - 99.94%). Similarly, on (B)(6) 2023, 7 false reactive results were observed out of 4,106 determinations, yielding a specificity of 99.83% (95% confidence interval: 99.65% - 99.93%). The customer also reported that 8 out of 21 patient samples tested reactive with the htlv elecsys e2g 300 v2 assay but were negative in elisa and line blot testing. These samples were classified as false reactive. The results were not reported to patients.

Manufacturer narrative:
H11 originally stated: "the reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys htlv-I/ii assay performed within specifications. Specificity data provided by the customer for the period of january 2023 to september 2023 demonstrated monthly specificities ranging from 99.80% to 99.97%, which are within the expected ranges for this assay. False reactive results were confirmed using abbott alinity and western blot testing. Additionally, 8 out of 21 patient samples tested reactive with the elecsys htlv-I/ii assay but were negative in elisa and line blot testing, and these samples were classified as false reactive. The specificity of the elecsys htlv-I/ii assay aligns with the performance observed in a comparative study conducted in 2022, which reported a specificity of 99.90% (95% confidence interval: 99.46% - 100%) for both the elecsys htlv-I/ii assay and a competitor assay. The device remains in operation at the customer site." H11 should be updated to say: "the reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). Specificity calculations based on customer-provided data for the period of january 2023 to july 2023 were found to be within the expected ranges outlined in the method sheet. The method sheet specifies a guideline specificity of 99.94% (95% confidence interval: 99.86% - 99.98%) based on testing in blood donors. The customer¿s results were consistent with these guidelines." The investigation determined that the elecsys htlv-I/ii assay performed within specifications.